Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 2 years post rx wallstent permalume 10mm x 40mm stent placement in the distal common bile duct (cbd), the patient experienced "an increase in obstruction symptoms due to an embedded stent from tissue ingrowth". An attempt was made to remove the stent utilizing an unspecified extraction balloon and "cystotome to ablate the tissue ingrowth", however, this was unsuccessful. A second rx wallstent 10mm x 40mm covered stent was placed within the initial wallstent. It was noted that the patient's condition resolved with the placement of the second wallstent.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.